Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1347261. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the prn of the bd¿ prn adapter could not be tightened during use. The following information was provided by the initial reporter, translated from chinese: "the patient underwent surgical treatment in the second department of surgery due to internal fixation of patella fracture. After the normal infusion was completed with the intravenous indwelling needle, on (B)(6) 2023, when the nurse used the disposable prn to seal the indwelling needle, the prn could not be tightened by the responsible nurse. After the discovery, the patient was promptly replaced with a new one, which can be used normally, and the tube was successfully sealed for the patient, and no harm has been caused to the patient for the time being."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn of the bd¿ prn adapter could not be tightened during use. The following information was provided by the initial reporter, translated from chinese: "the patient underwent surgical treatment in the second department of surgery due to internal fixation of patella fracture. After the normal infusion was completed with the intravenous indwelling needle, on (B)(6), 2023 when the nurse used the disposable prn to seal the indwelling needle, the prn could not be tightened by the responsible nurse. After the discovery, the patient was promptly replaced with a new one, which can be used normally, and the tube was successfully sealed for the patient, and no harm has been caused to the patient for the time being."